Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during implant, after the leads were connected to the device that the right ventricular (rv) electrogram had extreme noise on it. The lead was tested through the analyzer and showed no noise. The lead was reconnected to the rv port of the device and there was still noise on the electrogram. The device had a possible header issue. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.